Event description:
The customer reported via the facility medwatch form that during setup the system would not prime. A system message displayed indicating 'fluid not detected in cassette'. The pt was in the room with the anesthesia induction held. The customer called the company technical support specialist (tss) to assist with troubleshooting the system with no success. The surgeon cancelled the case and the following case. Both cases have since been completed. No pt injury was reported.

Manufacturer narrative:
The customer spoke to the company sales rep after the cases were cancelled. The company sales rep assisted with troubleshooting and found the customer was not putting the extrusion cannula in the bss while testing. The extrusion cannula was tested in air and, therefore, would not complete priming. The customer stated since making the correction to the priming process they have not had any further occurrences. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).